Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) did not detect the purge cassette and disk. The aic was exchanged. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data analysis: the logs from the complaint revealed that the console displayed ¿purge system failure (piston blocked) - alarm¿ event set: 417, likely due to dextrose deposit. The console also displayed ¿controller error (pbm voltage out-of-spec) - alarm,¿ event 501, due to vpurge voltage out of specification. Device analysis: the console was examined and confirmed the dextrose deposit. After cleaning, upon running the optical test pump for 2 hours there was no event 417 or event 501. Conclusion: the cause of the piston blocked was due to dextrose deposit. The reported purge disc not detected alarm issue was not determined due to inability to reproduce.